Event description:
Name of procedure being performed: lap chole. Detailed description of event: limited information available as the case is still proceeding. The bag split at the bottom while removing the gall bladder. No patient impact. Will provide further information later. Bag is available for return. Additional information received via email from account manager on monday, 8jul2019: I spoke to his office last week and sent an email with the followup questions. I just got off the phone with his office manager and she said she would follow up with the surgeon today. Additional information received via email on 09jul2019 from applied medical account manager: "yes specimen was in the bag at the time of breakage, and fell out. Another bag was deployed, the incision was enlarged, and the specimen was successfully retrieved. The bag did not fragment. They did use a clamp during extraction at the incision site. The port site was not enlarged prior to the bag break, but it was held open with a clamp. The surgeon commented that the gallbladder contained several large stones, which required the exertion of a lot of force. The surgeon commented that they were practically pulling the patient up from the table." Type of intervention: another bag was deployed, the incision was enlarged. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned detached from the introducer rod. The tip of the bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. It was reported that the port size was not enlarged prior to specimen removal. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."

Manufacturer narrative:
The event unit is anticipate to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: limited information available as the case is still proceeding. The bag split at the bottom while removing the gall bladder. No patient impact. Will provide further information later. Bag is available for return. Additional information received via email from account manager on monday, 8jul2019: I spoke to his office last week and sent an email with the followup questions. I just got off the phone with his office manager and she said she would follow up with the surgeon today. Additional information received via email on 07jul2019 from applied medical account manager: "yes specimen was in the bag at the time of breakage, and fell out. Another bag was deployed, the incision was enlarged, and the specimen was successfully retrieved. The bag did not fragment. They did use a clamp during extraction at the incision site. The port site was not enlarged prior to the bag break, but it was held open with a clamp. The surgeon commented that the gallbladder contained several large stones, which required the exertion of a lot of force. The surgeon commented that they were practically pulling the patient up from the table." Additional information received via email on 09jul2019 from applied medical account. Manager: "yes specimen was in the bag at the time of breakage, and fell out. Another bag was deployed, the incision was enlarged, and the specimen was successfully retrieved. The bag did not fragment. They did use a clamp during extraction at the incision site. The port site was not enlarged prior to the bag break, but it was held open with a clamp. The surgeon commented that the gallbladder contained several large stones, which required the exertion of a lot of force. The surgeon commented that they were practically pulling the patient up from the table." Type of intervention: another bag was deployed, the incision was enlarged. Patient status: no patient injury.